Event description:
In this event it was reported that an ankylos unscrew instrument for cover screws separated from the handle and was swallowed by a pt during a surgical treatment. The pt had a very thick gingiva, so the cover screw caught under the gingiva and thus the tool separated from the handle. Only the handle had been secured, as a result, the pt went to the hosp, where an attempt was made to remove the tool via endoscopy. However, the endoscopy was unsuccessful because the instrument had already left the pt's stomach. Meanwhile, the instrument was excreted and is therefore not available for eval. According to the doctor, the pt is doing fine.

Manufacturer narrative:
Because this event necessitated in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body structure, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.